Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. The device was disassembled and the internal wire harness and connections were inspected; however no discrepancies were found. The system controller pcb assembly and the therapy pcb assembly were individually tested and were found to be functional. After reassembling the device, the issue did not recur. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device prompted to ¿connect electrodes¿. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.